Event description:
The customer reported to olympus that the gastrointestinal videoscope had an e14 error occur and an e12 error occur after the mesh filter was cleaned. The issue occurred during reprocessing. There were no reports of patient harm. Related patient identifiers are as follows: (B)(4).

Manufacturer narrative:
The device was not returned to olympus for evaluation, so the customer allegation was unable to be confirmed. The initial evaluation found that the scope was reprocessed in a cleaner with an expired water filter assembled was used in the case. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: due to user¿s misuse since the water filter has not correctly replaced. The event can be detected and prevented by following the instructions for use which state: the oer-6 instruction manual operation manual ¿chapter 7 routine maintenance, 7.3 replacing the water filter (maj-2317)¿ describes the following warning. Replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Concerning the instruction manual mentioned above, we recommend the replacement period for a water filter is at least once in two months. Olympus will continue to monitor field performance for this device.